Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b3, b4, b5, d4(catalog #, serial#, unique identifier (UDI) #), d10, e1(initial reporter & event site telephone), e2, e3, g3, g4, g7, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the power supply to be defective. To fix the issue, the fse replaced the power supply, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a low battery error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Device not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low battery error. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.